Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, once in four days and route not reported), amikacin injection (125 milligrams, route and frequency not reported) and imipenem injection (500 milligrams, twice a day and route not reported) for peritonitis. At the time of this report, the patient has recovered after two days of starting treatment. Pd therapy was ongoing. No additional information is available.